Manufacturer narrative:
(B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample or lot number, a thorough evaluation could not be performed and no specific conclusions can be drawn. The reporting facility had recently switched to the b. Braun space pump product line. Prior to this, the facility used a baxter set without a backcheck valve on the lower port. When disconnecting a chemo line from a set without a backcheck valve, there were no droplets or leakage observed. The space pump set (catalog # 490036) contains a backcheck valve on the lower port. When the facility switched to this set, the nursing staff began to experience droplets of fluid on their gloves when disconnecting the set. This was a concern to the nursing staff because of chemo exposure. The facility does not currently use a closed medication system for chemo administration with the sets. A recommendation has been made to the facility to not disconnect any tubing that contains chemo, or to utilize a closed medication system. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. If additional pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: reports when disconnecting the set, clinicians experience anything from a drop of liquid to a spray of solution at the end of the set. A chemo leakage was involved. The sets are connected to a y-site on another primary or gravity IV set. The reporting facility does not use a closed medication system with the sets.